Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 30-jul-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter and an irrigation issue during use on the patient issue occurred. The catheter was withdrawn from the patient and it was discovered that it would not irrigate. The catheter was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received. The issue was noted during use on the patient. No error was noted from the irrigation pump. The doctor¿s workflow is to flush the ablation catheter once it comes out the body. She went to flush the catheter and the catheter did not flush. The doctor tried to flush the catheter with the pump. The doctor tried to flush the catheter with the syringe. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during the ablation.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter. The catheter was withdrawn from the patient and it was discovered that it would not irrigate. The catheter was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. The device evaluation was completed 08-aug-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, pump, and pressure gauge test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A pump and pressure gauge test were performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: make sure the irrigation holes are not plugged prior to re-insertion; purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 04-sep-2024, noted a correction to the 3500a initial under d4. Primary UDI number. Therefore, processed as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).